Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, it was reported that after annular enlargement and implant of a 23mm pericardial aortic valve, the patient developed new onset severe native mitral valve regurgitation which required a valve replacement. This was an unanticipated cardiac valve replacement complication that required intervention and longer cardiopulmonary bypass run time. The root cause for the event cannot be conclusively determined with the information provided. However, it is likely that patient and procedural factors contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve, caused severe native mitral regurgitation during implantation, which required mitral valve replacement. Per obtained medical records, because of the patient¿s small aortic root, an annular enlargement was performed and the 23mm aortic valve was seated without difficulty. Unfortunately, the root enlargement had the unintended consequence of causing severe mitral insufficiency and the patient then required the mitral valve to be replaced. A 25mm mitral pericardial valve was implanted. The patient also had concomitant CABG x1 with the left internal mammary artery to the lad. The patient was noted to have done well.